Event description:
A facility in another country, reported to out distributor that one of the pins of a rt205 breathing circuit was split. No patient consequence was reported.

Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The actual device was visually examined. Results: our records indicate that no other complaints of this nature have been received for this lot number. One heater wire pin on the inspiratory limb was split at the top, preventing the heater wire adapter from being connected. Conclusion: this is an unusual event. The device was out of specification. This fault is rare with a very low occurrence rate of 0.0001% worldwide for the last year. We will continue to monitor all complaint for this type of fault. No further investigation will be conducted on this complaint.